Event description:
After the first primary thr case in b)(6) 2012, x-ray check was done and ceramic head damage was found out in (B)(6) 2013. Patient moved to another hospital because of operation surgeon movement. Patient insisted that he didn't do any specific activity that causing product damage.

Manufacturer narrative:
On b)(6) 2014, the investigation for the alumina v40-femoral head 32mm, +0mm nk reported under MFR # 2249697-2014-02703 revealed that the root cause of this failure was most probably procedure-related regarding cup malposition through absent anteversion thereby causing peak contact forces in the articulation. Review of the device history records indicates 23 devices were manufactured and accepted into final stock on b)(6) 2011. All devices accepted into final stock met specifications. Based on the device identification the complaint databases were reviewed from 2004 to present for similar reported events regarding ceramic head fracture. There have been no other events for the lot referenced. Device not available.